Event description:
The device involved in this notification was explanted because the elective replacement indicator was reached; in addition, no sensing was observed.

Manufacturer narrative:
(B)(6) 2009. This event concerns a device that was mfg and used outside the united states. The analysis is pending.